Event description:
It was reported the patient is experiencing heating at the ipg site when stimulation is on and not while recharging. An x-ray has been ordered to determine if the device has any abnormalities.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.